Event description:
It was reported by service report that the IV pole socket was broken, the head left and foot left corners covers were cracked with sharp edges and the brakes were not holding on the foot end. No pt involvement or adverse consequences are reported.